Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00013, 0001032347-2021-00014, 0001032347-2021-00044, 0001032347-2021-00045, 0001032347-2021-00046, 0001032347-2021-00047, 0001032347-2021-00048, 0001032347-2021-00049, 0001032347-2021-00050, 0001032347-2021-00052, 0001032347-2021-00053, 0001032347-2021-00054, 0001032347-2021-00055. There are two (2) possible part numbers that were included on the invoice for the implantation surgery of bilateral temporomandibular joint devices; however, the event concerns the left side temporomandibular joint devices and it is unknown which part numbers were involved in this event. The part number is one of the following: item#: 91-2708, lot#: ni, serial#: ni, UDI: (B)(4). Or item#: 91-2710, lot#: ni, serial#: ni, UDI: (B)(4). Medical products tmj system left fossa component, small, part# 24-6563, lot# 972390d; tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 819000a; 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# ni; 2.4mm system high torque (ht) cross-drive screw 2.7mm x 10mm, part# 91-2710, lot# ni; tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni; tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# ni; unknown mandible screw, part# ni, lot# ni; unknown mandible screw, part# ni, lot# ni; unknown mandible screw, part# ni, lot# ni; unknown fossa screw, part# ni, lot# ni; unknown fossa screw, part# ni, lot# ni; unknown fossa screw, part# ni, lot# ni; unknown fossa screw, part# ni, lot# ni.

Event description:
It was reported the patient experienced limited opening, pain, discomfort, tightness, swelling and infection on the left side eight (8) months following implantation of bilateral temporomandibular joint implants. No cultures have been taken and no medications or additional treatment have been administered. The patient¿s current condition was described as improved but still experiences discomfort, tightness and swelling. No revision is planned at this time. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.